Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intestinal incision and anastomosis on a laparoscopic radical resection, the stapler did not fire. It was also stated that an abnormal sound was heard during installation. Another similar product was used resulting in rework and delay in operation. There was no patient injury.